Event description:
Boston scientific (bsc) crm received information that this dextrus right ventricular lead was intermittently failing to capture. The patient had been experiencing fatigue. A revision was performed and the lead was successfully repositioned. Boston scientific did not make the event date available.